Event description:
Heat treat self heating warming blanket was used during cardiac cath procedure. Sheet placed between patient skin and blanket. Blanket applied in manner consistent with manufacturer instructions and use. When blanket was removed, there was a reddened area noted to the medial aspect of left knee. Patient complained of burning to that area. Area blistered and opened and subsequent evaluation by plastic surgeon revealed area was 3rd degree burn and required excision and closure. Blanket examined by in house clinical engineering, no obvious defects noted. All heat treat blankets pulled from shelves and no longer in use. Dates of use: 2 hours (B)(6) 2012 - (B)(6) 2012. Event abated after use stopped: yes. Diagnosis or reason for use: warmth during procedure for temperature regulation.